Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the programmer and charger. As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Date of explant is unknown at this time.

Event description:
A review of the manufacturer's device database identified the patient underwent the ipg replacement procedure on (B)(6)2017.